Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a cervical spine procedure that the imaging system and the navigation system were not communicating. Technical services (ts) had the site reboot the imaging system and the navigation system with no change to communication. The site checked the ip address and that was correct. Ts had the site check network connectivity and the site realized the wrong navigation system was selected for the case. Once the correct navigation system was selected the system gained communication with the navigation system. There was a delay of less than an hour to the procedure. There was no reported impact on patient outcome.